Event description:
It was reported that a "g7 wearable failure" occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient had a wearable failure 9 days after the sensor was inserted into the arm. On (B)(6) 2023, the patient went to sleep. The patient¿s cgm (continuous glucose monitor) was still providing cgm readings (no specific value reported). During the night, the sensor failed, and the patient was not aware this occurred. The patient woke up on the floor, drenched in sweat, and in pain due to falling out of his bed. The patient was not receiving cgm readings, and the patient did not test his bg (blood glucose) via fingerstick as he ¿knew he was low¿. The patient self-treated with glucose tablets. The patient also removed his sensor and inserted a new one. After warm-up with the new season, the patient was provided with a low reading, but could not recall the exact value. On (B)(6) 2023, the patient drove himself to the doctor as he was still having pain from falling out of bed. The patient had an x-ray done and it showed the patient had three broken ribs and a broken collarbone. The injuries did not require surgery. The patient was prescribed pain relivers and his arm was placed in a sling. The patient went back home on the same day. Per technical support follow-up with the patient on (B)(6) 2024, the patient was in good condition. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.